Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensors, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The tactisys log files were analyzed and indicated that the tactiflex catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a redo atrial fibrillation procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. A single transseptal puncture was performed, next to which the ablation catheter was passed to access the left atrium and simultaneously have the mapping catheter and the ablation catheter in the left atrium. The map of the left atrium was performed with the mapping catheter and subsequently a road map was performed with the ablation catheter in order to shave the geometry following the indication of the contact grams. During the movement of the ablation catheter in the left atrium, the physician believed that the indication of the grams was not correct and therefore asked to redo the zero of the force in the middle of the chamber. Before starting the rf erogation, an unexpected drop in the patient's blood pressure was observed. An echocardiogram was done which revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with the catheter.